Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device meets or exceeds 75% expected longevity.